Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler display screen was dim. The display screen failure was caused by an internal short on the inverter board. A valve actuation test was performed and failed. The valve actuation test failure was due to valve 10 no actuating. The valve was replaced and the cycler became fully operational, working as intended. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported m30.1 balloon valve leak alarm was confirmed, and during inspection of the cycler a display brightness problem was encountered. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that their liberty select cycler was alarming with an m30.1 balloon valve leak alarm during their treatment, in drain 0 of 5. The patient stated it was their second time they had called in with the alarm, and they were previously advised to re-setup with new supplies. Due to the reoccurrence, the ts representative advised the patient to discontinue use of the cycler and a replacement machine was ordered. There was no patient harm or adverse event, and no medical intervention was required. Follow up with the patient confirmed they were able to complete treatment by performing manual pd therapy. The patient had not received the replacement at the time of follow up. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler, an internal short was identified on the inverter board.